Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure. According to the complainant, after they placed the clip on the tissue, it would not release from the catheter. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon investigation, it was noticed that the clip assembly was fully deployed and not returned with the device; the control wire was separated per design. A root cause could not be determined for this complaint. The device appears to have been deployed properly. Without the clip assembly being returned, no further investigation can be done. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.bsc reference: a00205555 / 1430260

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure. According to the complainant, after they placed the clip on the tissue, it would not release from the catheter. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.